Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention of the target lesion located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion and burst at nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. There was blood in the guidewire lumen and the balloon was loosely folded. There was tip damage to the device. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were numerous unreported kinks and tip damage to the device which could cause resistance to the device during advancement.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention of the target lesion located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion and burst at nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.